Manufacturer narrative:
(B)(4). Unit received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer. Unit received with cracked case(battery tube).

Event description:
Information received by medtronic indicated that the insulin pump's lip ring was cracked. The customer stated that the reservoir was able to lock into place. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.